Event description:
A surgeon told a johnson & johnson surgical vision (jjsv) clinical application specialist that her colleague (surgeon #2) had an experience with the catalys where he did not turn off vacuum from the patient¿s eye after surgery was completed. The surgeon #2 told her that, as he lowered the patient, the patient¿s eye was ¿removed from the socket¿ and he had to push (it) back into place. Attempts to collect information from surgeon #2 had been done however, there has been no reply.

Manufacturer narrative:
Section a2, a3, a4 and a5: information unknown/ not provided. Section b3 - date of event: date unknown/ not provided section e1 - reporter name: reporter wish to remain anonymous. H3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Additional information: catalys precision laser system operator manual section 4.3 postoperative instructions guides the user through the process of releasing the patient after surgery completion which includes to press the vacuum off button. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Based on device evaluation additional codes are being reported: 3331 for type of investigation. 67 for investigation conclusions. A review of the records related to the device was performed. Device history record (DHR) showed that the system and its components met all specifications prior to being released. Post treatment safety mechanisms of the catalys laser (two vacuums and a lock) intentionally keep the patient and components fixed and disable bed-lowering via the joystick while engagement remains. When lock is removed but vacuum to the eye and capture to the disposable lens is still engaged, the joystick stops sending downward move signals when the disposable lens reaches its bottom of travel. When both lock and capture are removed, the suction ring may still be on the eye, but the patient is no longer connected to the system, and even if the bed moves to its bottom end of travel, the loi has enough tube length to account and not be pulling up on the patient eye (when left hanging on the system, the suction ring just barely misses touching the floor on a properly setup catalys). There has been no other similar reported complaint. No device failure or product deficiency was identified.